Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the surgeon reporting that he implanted a glaucoma tube shunt for increased intraocular pressure and bleb fibrosis.

Event description:
A doctor reported that one month following a glaucoma filtering device implant procedure, the patient's intraocular pressure increased and fibrosis of the filtering bleb began. The doctor performed suture lysis on three separate occasions and also performed a needling on the patient. The iop lowered.

Manufacturer narrative:
(B)(4).

Event description:
Further information was provided by the surgeon that a needling was performed approximately eighteen months following the initial procedure. Also, a topical prostaglandin and beta blocker were added to the patient's regimen. Approximately six months later the intraocular pressure rose again due to fibrosis of the filtering bleb. Another needling was performed and a systemic enzyme carbonic anhydrase was given to the patient. The patient is recovering. According to the surgeon, there is no malfunction of the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that a glaucoma tube shunt was not implanted. An additional needling was performed and an oral carbonic anhydrase inhibitor was prescribed. The causal relationship between the adverse event and the product is unknown by the surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. A completed questionnaire was received. (B)(4).